Manufacturer narrative:
The sample matched the description. The customer's complaint that the tip came apart is confirmed. The catheter was found to be without the inner blade, and the blade length was within specs. No active fibers were found, and the working time was 0 seconds at 50 mj/mm² and 5 minutes at 60 mj/mm², not as reported 270 seconds at 50 mj/mm². 3 kinks were detected, but the patient was unaffected. There are several potential root causes. The additional tension applied by the physician to the catheter may have caused excessive force, leading to increased fiber degradation and potential damage or dislodgement of the outer blade. The catheter operated at its maximum allowed duration and at the highest energy setting of 60 mj/mm2, which can also accelerate fiber degradation. Furthermore, the catheter was not used at 50 mj/mm2, as the IFU recommends using 60 mj/mm2 only if difficulties arise with the 50 mj/mm2 setting. Furthermore, the catheter was found to be normal prior to use. The operator was certain that nothing was left behind, confirmed through an x-ray test. The patient/procedure was unaffected, and the patient was not harmed during the procedure. The inner blade was removed from the patient's body using a balloon and a sheath. The inner blade was returned with the sample catheter; no cracks or broken parts in the blade were observed, and the blade's length was according to spec. When damaged, the fibers may be ablated by the laser, and large fragments are not expected. Additional damage to the catheter and fibers may have occurred during handling. The DHR of the catheter lot was reviewed in reference to the description of the reported complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
Angiodynamics executive district sales manager reported an end user experienced an issue when using an auryon atherectomy catheter 1.7mm - hydrophilic coated. Tip of 1.7 catheter broke off in patient's sfa. Physician was able to drag the free floating fragment through the pedal sheath using a deflated balloon. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.